Event description:
--

Event description:
Boston scientific received information that this pacemaker was checked six months ago and had estimated battery longevity of two years. After the last follow up, about two weeks ago, the device was at end of life (eol). This device was explanted due to normal battery depletion (nbd), however, there were questions about the main reason for the sudden change in battery status. This device is no longer in service. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing of the device was performed. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. Longevity calculators have since been refined to better reflect actual device performance and current clinical practices. In addition, it was determined that, although this device experienced normal battery depletion, it declared eol earlier than previously estimated. This estimation is calculated based on several factors and results may differ slightly among longevity estimate tools.

Manufacturer narrative:
--